Manufacturer narrative:
Initial.

Event description:
It was reported that during initial training the user and a care team member experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) to the ilet, after which pairing subsequently succeeded without further assistance. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical attention. User support included customer support troubleshooting and education conducted remotely. Investigation of this case revealed a transient pairing failure between the cgm and the ilet with successful re-pairing, consistent with an intermittent connectivity or setup issue with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient communication error during pairing.